Manufacturer narrative:
Follow-up #1: date of submission 8/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings:.multiple cs064 observed in black box. Pump alarmed with cs064 upon first load attempt. Reported cs064 complaint duplicated. Opened pump, internal motor was found defective.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 069 (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.